Manufacturer narrative:
Conclusion: exact cause of event cannot be determined based upon our analysis. Analysis: a medtronic service technician evaluated the autolog device at the user site and found the unit to be clean, free of debris, and in good operating condition. Performance was verified with no observed problems. All sensors were tested and found to be functioning normally. The level sensor was not adjusted, as is normal practice during device testing; per the customer's request. The hosp plans to have the device inspected/evaluated by a third party at a later date. Conclusion: the exact cause of the event cannot be determined, based upon our analysis.

Event description:
Medtronic received info that this instrument is being evaluated by the hosp due to a spinal fusion pt having a reaction during a post operative blood transfusion. The reaction was described as tongue swelling and difficulty breathing. The transfusion was stopped, and the pt stabilized. The pathologist has alleged that the reaction was the result of red cell lysis. However, hematocrit and residual plasma protein measurements of the washed blood product were satisfactory, at 46% and 2 gm, respectively. Plasma hemaglobin was not assessed. The machine is currently not being used, and is being held in hosp's biomedical area.